Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust belt messages, damaged cable) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes, the front therapy electrode cable, and the ECG "c&d" cable were all pulled from the strain relief, damaging wires within the cables. The root cause for the strained cables was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving frequent adjust belt messages. It was reported that cables were damaged on the patient's electrode belt.